Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the pacing lead impedance jumped from 400 ohms to greater than 2000 ohms and patient was shocked in excess of 50 times due to noise. Lead currently remains implanted. Should additional information be received, this file will be updated.